Event description:
It was reported that they tried to expand the foley catheter during pre-testing, but it did not inflate, and water leaked out. Per investigator's notification received on 21apr2025, it was reported that foley catheter inflation valve disconnected was found during sample evaluation on an additional sample received.

Manufacturer narrative:
The reported event was confirmed as cause unknown. Three photos were received for evaluation. The first one shows a top view of a syringe and a 2-way catheter with the inflation valve and cap disconnected from the inflation arm. The second photo zooms at the inflation valve and cap disconnected to the inflation arm, and the last photo shows the catheter's material #: 2758j14 and lot: nghw3782. Visual evaluation of the returned sample (material # 2758j14 and lot: nghw3782) noted the inflation valve was disconnected. The returned sample does not meet specification. Based on the investigation results, no additional actions can be taken at this time. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: [warnings] 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10 percentage povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.